Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Analysis was unable to verify for unexpected restart alarm due to no button response. The insulin pump had missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's mother reported that they received unexpected restart alarm. The customer's blood glucose was 244 mg/dl at the time of incident. The customer's mother stated that there was fluid under the lcd display. The customer's mother stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer's mother stated that the insulin pump was not stored or not in use for an extended period of time. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.